Event description:
Laparoscopic appendectomy and laparoscopic oophorectomy - "the surgeon was using a 10 mm endopouch to remove a laparoscopic specimen and the endopouch ripped. It was taken off the sterile field by the rn and replaced."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was no available when the initial report was submitted, then the supplemental report will be submitted to the FDA.